Event description:
Philips received a complaint from a customer that footswitch worked intermittently. The footswitch pedal was bent. The bent footswitch was causing the fluoroscopy function not to activate.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.